Event description:
The 19 g closed tip perifix fx springwound epidural catheter was used from the perifix continuous epidural tray. The catheter was able to be patent for the continuous infusion. A bolus of medication could not be administered through the catheter.